Event description:
It was reported, this pt had a one yr f/u echo read at the hosp on (B) (6) 2009, which revealed an elevated gradient. At the one yr f/u visit, there were no adverse events reported and the pt remained in (B) (6) class I. The valve was explanted on (B) (6) 2010 due to the high gradient.